Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned product identified that the shrink wrap film was missing and that the end of the carton was torn and opened. The plastic pouch was not sealed tightly to the product indicating that the vacumm seal was compromised and there are scuff marks & pin holes on the pouch caused from the material on the tib tray. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical notes were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the inner packaging had no vacuum, and it was unsure if sterilization was intact. Another implant was used during procedure. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.